Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. This is one of two submissions from the same event, the other one is (B)(4). No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Device history record review revealed nothing relevant to this event. Complaint confirmed. The evaluation of the returned device fragment revealed a broken implant. The implant fragment's fracture surface displayed a torsional fracture pattern indicating that the complainant's event is likely to have been caused by the use of excessive force and/or improper bone preparation prior to insertion. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that during an ocd lesion micro-fracture procedure the surgeon used the k-wire, predrilled and pre-tapped. Halfway through insertion, the implant ar-5025b-24 lot 10042879 ((B)(4)) broke. The screw was removed but fragments remained in the patient. The surgeon tried a second smaller implant ar-5025b-22 lot 10033308 ((B)(4)) and the same issue occurred, leaving fragments in the patient. A third smaller implant ar-5025b-20 lot 1217167 ((B)(4)) was attempted and this one about 1/4 of the way down the threads began to compress and surgeon chose to remove the screw while still whole. The surgeon completed the case with k-wires. Patient was a (B)(6) female.